Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. The customer stated their insulin pump was no longer vibrating although the vibrate mode was on. It was found the customer replaced their battery before the vibrate anomaly occurred. Customer also reported receiving a failed battery test alarm. The customer stated their battery compartment was not damaged or corroded. Customer stated a failed battery test did not occur after troubleshooting occurred. It was also found the customer's insulin pump vibrated during a self test. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.